Event description:
Pt presented with aortoiliac occlusive disease. After stenting right iliac, stents were post-dilated with 10/40 balloons. Balloon burst, on removing balloon, distal end of balloon separated. Foreign body was then removed using a snare. Smart stent deployed upon removing catheter, device stuck wire, unable to remove with out removing wire also.